Manufacturer narrative:
An attempt was made to obtain missing information. However; the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was fully implanted in the right eye, the patient experienced too much trouble with halos and glare, therefore, the iol was explanted. There was no medical or surgical intervention required. The end-user did not seek medical attention. There was no delay in procedure. Directions for user were followed. The patient is better after explant. Through follow-up, additional information was received confirming no patient injury. Another johnson and johnson iol was implanted as replacement (different model, diu150, different diopter of 19.5). The iol is not available for return as it was discarded. No further information was provided.